Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a hand assisted partial nephrectomy, the seal cap broke away from the iris and the device was not tightened down yet. A lap disc was used to complete the case with no pt consequence.